Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. Bends were present along the length of the pusher assembly. The embolization coil was intact with the distal end of the pusher assembly and was undamaged. The smart coil was retracted from its introducer sheath and re-sheathed properly. The embolization coil was able to advance through the introducer sheath and the demonstration microcatheter with minor resistance. Conclusion: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If the mid-joint is retracted through the friction lock, resistance will likely be experienced during advancing the device. Forcefully advancing the device against this resistance could be contributed to the bend on the pusher assembly near the mid-joint. Further investigation revealed that bends were along the pusher assembly. Those damages were likely incidental to reported complaint and could have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. Bends were present along the length of the pusher assembly. The embolization coil was intact with the distal end of the pusher assembly and was undamaged. Upon initial functional testing, the smart coil was unable to be advanced. Subsequently, the smart coil was retracted from its introducer sheath and re-sheathed properly. The embolization coil was then able to advance through the introducer sheath and the demonstration microcatheter without issue. Conclusions: evaluation of the returned smart coil was confirmed the inability to advance the smart coil. The pusher assembly mid-joint was returned retracted through the introducer sheath friction lock. This likely caused the resistance experienced during the procedure. The returned smart coil was resheathed such that the mid-joint was not within the friction lock and was able to advance through its introducer sheath and a demonstration microcatheter without issue. Further investigation revealed that bends were along the pusher assembly. Those damages were likely incidental to reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery (ga) using penumbra smart coils (smart coils). During the procedure, the physician attempted to advance a smart coil, as the first coil, into the target vessel through a non-penumbra microcatheter. The physician then felt resistance and was unable to advance the smart coil beyond the hub of the microcatheter. The smart coil was therefore removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.